Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that during the elective procedure to replace this device, the associated atrial and right ventricular (rv) leads were stuck in the device header. Both leads were removed from service with the device. No adverse patient effects were reported.